Manufacturer narrative:
B5: additional information: updated. Per the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, "adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel."

Event description:
On (B)(6) 2019, follow-up CT showed that the left internal iliac artery was covered by the ipsilateral leg (plc271200j). No additional treatment was performed and the patient was being monitored. No comment was received from the physician. On oct. 15, 2019, additional information was received. An additional CT scan showed that the left internal iliac artery was not covered by the ipsilateral leg, so no migration occurred. The physician believes that the left internal iliac artery occlusion was possibly caused by plaque shift due to the stent graft implant and/or ballooning on the date of implant.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, improper component placement.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. At the final angiography, the mainbody (rlt261412j) seemed to slightly move to distal side, but no endoleak was detected. No additional treatment was performed. On (B)(6) 2019, follow-up CT showed that the left internal iliac artery was covered by the ipsilateral leg (plc271200j). No additional treatment was performed and the patient was being monitored. No comment was received from the physician.